Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they felt their wire may have moved because they were not feeling anything (i.e. Stimulation) on their left side so they changed themselves to their right side; they now feel stimulation and their symptoms seem a little better. As a result of what was reported, they were advised to follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.